Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer's neighbor reported the customer had a precision xtra blood glucose meter and when she inserted a test strip into the port, she noticed that she could not see the icons on the meter display, except the date and time. The customer was reportedly unable to obtain a reading and as result, she experienced anxiety and to counteract the event, she took her prescription medication (escitalopram). According to the report, the customer also experienced seizure, hypertension, and the paramedics were called. Although the customer's neighbor did not know if the paramedics administered glucose and could not recall entirely the treatment provided, they could recall the paramedics placed 2 pills of an unspecified medication under the customer's tongue. It was additionally reported the customer was subsequently transported to a health care facility, diagnosed with hypoglycemia, but the customer's neighbor did not know the treatment rendered and if that treatment was a change to the customer's normal medications. There was no report of death or permanent impairment associated with this event.